Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. The following reportable malfunction was identified during the device evaluation: the control section cannot rotate properly. Based on the results of the investigation, the control section cannot rotate properly is caused by a component failure of the magnetic ring which was damaged. (The magnetic ring is a component of the insertion tube). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report represents the same event as the one that was already reported in 9610773-2024-30618. While g3 is (B)(6) 2024, this report is not late since it was already submitted on (B)(6) 2024. The b4 date of (B)(6) 2024 represented the date that all 3 acknowledgments were received for the initial submission. During the submission of the second follow up report, the file failed at (B)(4) and it was noted that the initial was not received. A ticket was raised (B)(4) and as a result of that investigation, we were informed that the 9610773-2024-30618 initial and first follow-up submissions were deleted from the FDA database due to accidental population of product code "rgv" in d2b of the initial submission. Therefore, this report is being submitted for the same event but with the correct product code.

Event description:
It was reported that there was no image on the camera head. The issue occurred during preparation for use for a therapeutic laparoscopic surgery and completed with a similar device. There were no reports of patient harm.